Manufacturer narrative:
It was reported that that right hip revision surgery was performed due to severe pain, discomfort, inflammation around the hip implant, elevated blood metal ion levels and metallosis. During the revision, the bhr head was removed. The bhr cup remained. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. It was reported that revision surgery was performed approximately 5 ½ years post implantation due to severe pain, discomfort, inflammation around the hip implant, elevated blood metal ion levels and metallosis. During revision, it was noted that there was evidence of a significant reaction to the metal with discoloration, hypertrophy, and necrosis of the synovial lining. The patient¿s blood metal ion levels were reported to be elevated; however, neither the levels nor the lab reports were received. Although the intraoperative findings of discoloration, hypertrophy, and necrosis of the synovial lining are consistent with events associated with metallosis, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported elevated metal ions, ¿metallosis,¿ pain, discomfort, inflammation, and the intraoperative findings of discoloration, hypertrophy, and necrosis of the synovial lining cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. It was noted that use of a competitor¿s (stryker) femoral head device, femoral stem and dual mobility liners were implanted with the bhr cup at the time of revision. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation

Event description:
It was reported that right hip revision surgery was performed due to severe pain, discomfort, inflammation around the hip implant, elevated blood metal ion levels and metallosis.